Event description:
D5 1/2 ns with potassium bag hung as continuous fluids was more empty and the ns bag used as bolus only had 100ml infused. Rate was calculated using the time that had elapsed and more continuous fluid infused than what was ordered. Patient vitals remains at baseline, no additional treatment required was required because of the speed of infusion.